Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 47 mg/dl and food was consumed to address the bg level. The customer thought that the low bg was possibly related to the pump settings as the customer had been working on the settings with a healthcare provider (hcp). Tandem technical support advised the customer to discuss the low bg event with the hcp.